Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to fluid leak through a hole in the right cylinder. The device was not working properly two weeks prior to the revision. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis confirmed the device fluid leak observed clinically were the result of a hole in the cylinder due to wear. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinder was visually inspected, leak tested and examined using a microscope. The cylinder kink resistant tubing (krt) was worn down to the filament. The cylinder has wear at folds in the cylinder body. There was a leak that was the result of wear at a fold in the proximal cylinder body. Cylinder was not pressure test due to that leak was identified. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to fluid leak through a hole in the right cylinder. The device was not working properly two weeks prior to the revision. No patient complications were reported.